Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for no delivery repeatedly. It was reported that the customer's blood glucose level was normal. No further information provided.

Manufacturer narrative:
The pump had excessive no delivery alarms during excessive no delivery test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, displacement and rewind tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.